Manufacturer narrative:
Initial reporter is a siemens employee. Facility name and address reported is for the customer facility the siemens employee was working at the time of the event. Siemens has completed an investigation of the reported event. It was determined that the cse sustained the injury because he did not follow the detailed instructions for tube replacement in the associated cb-doc/service document (c2-068.841.01.22.02). This document instructs the cse to use guide rods to replace the x-ray tube. If the cse had used the guide rods, his hand would not have contacted the fixed screws that subsequently resulted in the hand injury. Siemens reviewed x-ray tube replacement records for the perspective family since january 2017. This review revealed that 324 tubes have been replaced on this family of devices in the us since january of 2017 and an additional 1771 similar tubes from the similar emotion family of systems. Of these replacements, this case is the first case of an injury occurring during tube replacement. This case is a singular incident and the investigation determined that both the system and the service document are within specification. In conclusion, it was determined that this incident is due to the cse not adhering to the service instruction document for tube replacement. No further action is warranted at this time.

Event description:
It was reported to siemens by a siemens customer service engineer (cse) that he had lacerated his hand while servicing the somatom perspective system at a customer facility. The cse was injured while replacing a x-ray tube. The cse reported that he lacerated his hand on the fixed screws from a metal plate affixed with nuts under the tube. The cse's laceration was treated with two sutures. This report is being conservatively reported to document the event.